Manufacturer narrative:
Other, other text: returned device was received in used physical condition with a cracked peep knob and damaged front panel. During the evaluation of the device, the device was found not to be cycling properly during the peep control test. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator was not cycling and does not work there were no reported adverse events.